Event description:
It was reported by (B)(6) that the customer had a stroke and was in the hospital. Customer's pump was lost. (B)(6) was advised to have the customer call medtronic or have a legal representative for the customer contact medtronic. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.